Event description:
The customer reported being hospitalized due to hypoglycemia. The glucose reading at time of call was 70mg/dl. The customer was experiencing unexplained low glucose for two days. Troubleshooting was performed. The customer stated that her glucose level was 222mg/dl by the time she was admitted and was treated with glucagon. The programming, time and date were correct. The reservoir was showing the same amount of insulin that the status screen shows. Advised the customer to speak her doctor regarding her low glucose and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.